Event description:
It was reported that a dexcom g7 sensor paired to the ilet failed to pair with the ilet while continuing to provide readings in the dexcom app, resulting in a ¿pairing failed/replace sensor¿ message and prolonged pairing state; the user restarted the ilet, toggled cgm selection, and re-entered the pairing code, and later started a new sensor per dexcom guidance. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting by customer care and coordination with the cgm manufacturer for sensor replacement. Investigation of this case revealed a communication failure between the cgm sensor/transmitter and the ilet receiver function, isolated to the ilet pairing pathway while cgm performance on the phone application continued. It was concluded that the event involved a device communication malfunction affecting pairing without clinical harm.